Event description:
Customer's father reported that the keypad on the customer's insulin pump became unresponsive. Customer had taken a shower, and went to deliver a bolus, and the keypad did not respond. He reported that customer was in spain at the time and experiencing many high blood glucose levels due to the heat and sweating. The blood glucose reading was 330 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted. No button response due to moisture damage noted on the keypad traces. Unable to perform the prime, displacement, basic occlusion, occlusion or the excessive no delivery alarm tests. No moisture damage noted on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.